Event description:
It was reported that this right ventricular lead exhibited high out-of-range pacing impedance measurements and high capture thresholds. At this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).